Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event for 4 days. The patient was treated with unspecified intraperitoneal antibiotics (21 days total). Thirteen days after event onset of the peritonitis, the patient passed away. It was reported an autopsy was performed and the cause of death was due to ischemic heart disease and renal failure. It was not reported if the peritonitis event was resolved prior to death. Pd therapy was ongoing prior to death and was not ongoing at the time of death. No additional information was available.